Event description:
It was reported that during a ptca treatment procedure, the balloon ruptured at 8 atm on the first inflation. The balloon was used with another manufacturer's inflation device. No patient injuries or complications were reported.